Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in the moderately tortuous and severely calcified superficial femoral artery. The 4.0mm x 220mm x 150cm(4f) coyote balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter with a coyote shelf box, pouch and a hoop. The catheter was inspected tactilely and visually. There was blood and contrast in the inflation lumen and in the balloon. The catheter was soaked in a warm water bath to loosen the blood and contrast prior to functional testing. Functional testing was performed using an inflation device filled with water. When the balloon was inflated, water emitted from a pinhole. The balloon and shaft were examined under magnification. There was a balloon pinhole from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The inner shaft was kinked from the proximal markerband and the distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in the moderately tortuous and severely calcified superficial femoral artery. The 4.0mm x 220mm x 150cm(4f) coyote¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.    (B)(4).